Event description:
Additional review indicated that the following reported information pertains to manufacturer's report # 3004209178-2012-05661: 'it was reported that 2 -3 weeks prior the patient stopped feeling stimulation and had a loss of bladder control. The patient had a return of the leaking and night incontinence and had to sleep with a pad and liner under her. That patient indicated that the internal neurostimulator may have shifted because it was located at her waist and now it was sitting above her waist. Previously, the patient was able to feel stimulation while laying still and could not feel anything now. The patient had pain at her waist. The patient had her ins voltage increased and felt stimulation. A follow up with her doctor was scheduled to verify if the voltage increase helped with her symptoms and take x-rays to see if the ins moved.' Any additional information received pertaining to the above event will be reported to manufacturer's report # 3004209178-2012-05661. Additional information reported that the patient underwent revision surgery in (B)(6) 2011. The patient stated the revision was due to the implantable neurostimulator (ins) moving in the pocket. If additional information is received, a follow up report will be sent.

Event description:
It was reported that 2 -3 weeks prior the patient stopped feeling stimulation and had a loss of bladder control. The patient had a return of the leaking and night incontinence and had to sleep with a pad and liner under her. That patient indicated that the internal neurostimulator may have shifted because it was located at her waist and now it was sitting above her waist. Previously, the patient was able to feel stimulation while laying still and could not feel anything now. The patient had pain at her waist. The patient had her ins voltage increased and felt stimulation. A follow up with her doctor was scheduled to verify if the voltage increase helped with her symptoms and take x-rays to see if the ins moved. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Product ID 3093-28, lot# v824348, implanted: 2011-(B)(6), product typ lead product ID 3037, serial# (B)(4), product typ programmer, (B)(4).